Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician sent email with x-ray and also stated that the screw was fractured in the implant. Tooth location not reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® bellatek® tin abutment 3.4mm, isan3 & one certain® gold-tite® hexed screw, iunihg was returned for investigation. Visual inspection via naked eye and camera magnification confirmed that the screw was fractured at the threads. Damage was identified to the screw access chamber, hex connection and interface of the abutment.damage to screw access chamber likely caused during screw removal. As the implant remains implanted. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The abutment was seated on a stock 3.4mm certain® implant without hindrance. No pre-existing conditions were noted on the complaint. The reported device was located on tooth #7 when the event occurred. X-ray provided of implant identified fractured fragment of screw inside implant. . Appropriate documentation was reviewed. DHR review was completed for the subject lot number (8552814-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review was completed for the subject lot number (1234134). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review was conducted for the subject lot number (1234134) and revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event for similar events (complaint category keywords: fracture screw). June post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Based on the available information, device malfunction did occur and the reported event was confirmed following inspection and evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".